Event description:
It was reported, the pt had tenderness and pain directly below the ipg (implantable pulse generator). The pt was prescribed a medicated cream but the issue did not resolve. The pt was to consult with his physician to decide the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.